Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Twelve unopened knife samples in sealed boxes were received for the report of metal fragments inside the patient's eye. The returned samples box #1, sample #4 and box #2, sample #6 trays were visually inspected and were found to be nonconforming. The trays contained black foreign material on the inside of the tray. The knives in these two trays were visually inspected and were found to be conforming. The other ten knives and trays (box #1, samples 1,2,3,5,6 and box # 2, samples 1-5), were visually inspected and were found to be conforming. The foreign material found on samples 4 and 6 were sent to the lab for particle analysis. Ft-ir analysis found sample 4's elemental composition identified as polyacrylate resin. This material is non-metallic in composition. The size of the foreign material identified on sample 4 did not exceed the established specification limits per manufacturing requirements for non-metallic foreign material. Ft-ir analysis found sample 6's elemental composition identified as polyurethane rubber. This material is non-metallic in composition. The size of the foreign material identified on sample 6 did not exceed the established specification limits per manufacturing requirements for non-metallic foreign material. The product was processed and released according to the product¿s acceptance criteria. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo shows an image of an eye with several white spots on the eye. The reported complaint could not be confirmed. Although two of the returned samples were found visually non-conforming for foreign material, the samples were found to be non-metallic and did not exceed the established specification limits per manufacturing requirements for foreign material. Therefore, metal fragments as described by the customer were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the foreign material was found conforming to the manufacturer's specification and all other samples were manufactured to specification. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any non-conformances are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that an ophthalmic knife was used during an intraocular lens implantation surgery after which metal particles were noted inside of the patient's eye with the use of a slit lamp. There was no report of any patient harm. Additional information has been requested. Additional information received further clarified that both of the patient's eyes were involved and operated on in this reported event, each using a different knife from the same reported lot number.